Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what degree of hemorrhoids did the patient have? 3rd degree. What confirmation was received that the device was fully fired? After firing crunch sound was heard. Did the device cut? Yes but very little tissue. If the device cut was the cut line fully circumferential around the target tissue? No, only little bit of tissue. Were there any staples missing from the staple line? No. What was the appearance of the deployed staples (irregular, legs straight, b-formation)? Irregular and some straight also. How was the bleeding resolved? By sutures and hemostats. Did the patient require any additional treatments based on the bleeding (blood products, fluids, ect)? No. How was the case completed? Using another pph. Did the post-operative care change based on the event? Was under observation for a day to check for any oozing from the staple line or injury site of previous firing. What is the current status of the patient? Patient is doing well.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the pph03 device arrived with the knife damaged; the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. The device was reloaded with staples, a new washer was placed and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a minimally invasive hemorrhoid procedure, after firing the device, there was an incomplete staple formation and bleeding. It is unknown what was used to complete the procedure.